Event description:
Customer reports their adc device "came on fire" and the reader port is black. Customer further reports their charging cable no longer works. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and investigated. Visual inspection has been performed on the returned adc charging cable and severe burning and minor melting to the micro usb end of the charging cable was observed. Visual inspection was also performed on the returned reader, observed charging port to be severely burnt. The abbott supplied adapter was not returned for investigation. The returned reader was de-cased and an internal inspection was performed on the printed circuit board assembly (pcba), observed the burn mark to be isolated to the charging port suggesting the observed damage was from an external influence and not as a direct result of the returned reader, no other evidence of fire or smoke was observed. Measured the returned readers battery at 3.6v which was not within specification (3.7- 4.1v). The low battery voltage would not cause the observed damage. The returned battery was replaced with a new unused battery and the returned reader powered on with the home button. A power consumption test was performed and results were within specification. The off current of the reader was measured and results were within specification at 0.21mv (0- 1.0mv). Since the current draw from the reader was within specification, adc concludes that the reader did not have sufficient power to cause the reported damage. The damage observed to the abbott supplied cable is consistent with having too much current pass through it. The adc adapter produces 2.75 watts which does not have enough power to cause the observed damage. This issue is not confirmed to use, as evidence suggests that a non-abbott supplied adaptor was used and user manual instructs users to only use the usb cable and power adaptor included with the system. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack.

Event description:
Customer reports their adc device "came on fire" and the reader port is black. Customer further reports their charging cable no longer works. There was no report of death, serious injury, or mistreatment associated with this event.